Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported to technical support that a fresenius 2008t machine experienced a flow error in rinse mode. There was no patient involvement, no harm or adverse event reported as the issue was identified during preventive maintenance. The biomed confirmed there was no smoke or visible flame. Burn marks were found on the actuator cable and corrosion on the distribution board. Both were replaced and discarded.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was confirmed that a technician resolved the issue by replacing the actuator cable and distribution board, which returned the machine to service. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.